Manufacturer narrative:
At the time of the system checkout, the gpio was replaced. The gpio was returned for analysis. No problem was found with the part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was refused by the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the tracker of the imaging system had a recognition failure when using the navigation camera. Following rebooting the imaging system, the tracker was recognized successfully and the procedure was continued. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
The navigation system was serviced in the field; the system checkout indicated that there were no functional faults found and no physical defects to the system or its components. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-01-08 (B)(4) (rep): no new information.